Manufacturer narrative:
Reference record (B)(4). The device involved in the event was removed from the patient and was not returned; therefore, a return sample evaluation is unable to be performed. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. H6 code of 4581 was chosen to capture the event of buried bumper syndrome. Buried bumper syndrome is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2023, on an unknown date the patient experienced difficulty mobilizing the tube. On (B)(6) 2024, the patient underwent an endoscopy which revealed the internal retention plate being embedded in the abdominal wall. The physician cut part of the peg tube and put in a pig tail. It was reported that the patient developed puffy skin and unspecified nodules at the stoma site. On (B)(6) 2024, the patient underwent robot assisted partial gastroscopy surgery to remove the peg tube. It was reported that the patient's tubing was replaced with a direct j tubing, and the patient was hospitalized for observation.